Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula bent event on 29-nov-2024. The blood glucose level was 300 mg/dl at the time of event and the patient was treated with correction bolus via pump. Cannula was full of blood at the time of event. The company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) with malfunction steel cannula is found bent upon removal from infusion site. The batch 6005976 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for steel cannula is found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Device history record (DHR) review packaging lot: the lot 6005976 was manufactured according to the wi version 96, packaged in the machine multivac 14, on 09/mar/2024 with a total of (B)(4) units. Welding DHR review: the lot 4c00362 was manufactured according to the wi version 33, manufactured in the machine ls06-ls07 , on 08/mar/2024 with a total of (B)(4) units. The lot 4c01184 was manufactured according to the wi version 33, manufactured in the machine ls24-ls25 , on 07/mar/2024 with a total of (B)(4) units. The lot 4c01185 was manufactured according to the wi version 33, manufactured in the machine ls24-ls25, on 08/mar/2024 with a total of (B)(4) units. Gluing connector DHR review: the lot 4c01186 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 07/mar/2024 with a total of (B)(4) units. The lot 4c01187 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 06/mar/2024 with a total of (B)(4) units. The lot 4b05724 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 08/mar/2024 with a total of (B)(4) units. The lot 4b05725 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 09/mar/2024 with a total of (B)(4) units. The lot 4c00350 was manufactured according to the wi version 37, manufactured in the machine gluing 9, on 10/mar/2024 with a total of (B)(4) units. Molding DHR review: the lot 4c00311 was manufactured according to the wi version 36, manufactured in the machine molder ls19, on 06/mar/2024 with a total of (B)(4) units. The lot 4c00949 was manufactured according to the wi version 36, manufactured in the machine molder ls18, on 06/mar/2024 with a total of (B)(4) units. The lot 4b06233 was manufactured according to the wi version 36, manufactured in the machine molder ls19, on 03/mar/2024 with a total of (B)(4) units. The lot 4c00309 was manufactured according to the wi version 36, manufactured in the machine molder ls19, on 05/mar/2024 with a total of (B)(4) units. The lot 4c00950 was manufactured according to the wi version 36, manufactured in the machine molder ls19, on 07/mar/2024 with a total of (B)(4) units. The lot 4c01250 was manufactured according to the wi version 36, manufactured in the machine molder ls18, on 08/mar/2024 with a total of (B)(4) units. The lot 4c01251 was manufactured according to the wi version 36, manufactured in the machine molder ls19, on 09/mar/2024 with a total of (B)(4) units. Trending: a query was run in database on 30/jun/2025 against malfunction code steel cannula is found bent upon removal from infusion site and lot 6005976 and other 1 complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production, other 1 complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.